Event description:
A patient was post cardiac catheterization with peripheral intervention. While on post-cath unit, the rn was preparing for sheath removal. The dressing was being removed and the pigtail of device came away from inducer sheath. There was bleeding, pressure was applied and it was controlled. The patient did not suffer any adverse outcomes.